Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead showed low, out of range pacing impedances. Pacing thresholds were at normal values. No programming changes were made. The ra lead remains in service. No adverse patient effects were reported.